Manufacturer narrative:
Date sent to FDA: 02/13/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria.

Event description:
International customer reported that the locking plate mechanism was unlocked when the package was opened. The device was exchanged. No adverse pt consequences were reported.